Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 140 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. The customer reports insertion of the sensor on may 24, 2017 in the evening. The customer says sensor glucose verses blood glucose sensor difference started after calibration. The customer did not troubleshoot the issue. The customer was advised to monitor sensor glucose performance. The customer will not return the sensor for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.